Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that coating of guidewire peeled off. The target lesion was located in the hepatic artery. A 140cmx25cm fathom¿ -16 was selected for use. During the transcatheter arterial chemoembolization (tace), physician had difficulty advancing the wire so it was manually pulled back without resistance noted. However, it was noticed that the coating of the wire was almost taken off. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.